Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system pyxis machine displayed a restarting message and did not turn on for more than 40 minutes, and the x-ray pyxis was found with a black screen. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist (tss) reported that remote access to the x-ray station was established, and system functionality was checked, confirming that the station was operating normally and the application launched successfully. The tss contacted the customer and was informed that the issue had already been resolved through onsite support and good faith attempts were made to get the additional information. No responses received from the technical support specialist (tss) and the tss manager. Additional information will be added to the record if and when the information is received.